Manufacturer narrative:
Physio-control evaluated the device and was initially able to duplicate the reported issue.  Physio then replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had logged some event codes related to the device's memory and that their device would no longer boot up past the power on self test screen. In this condition, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.